Event description:
It was reported that the clinical info center (cic) went into a boot loop resulting ina loss of monitoring for 6 hours affecting 16 pts. There was no serious injury or death associated with this event, nor was medical intervention required. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.